Manufacturer narrative:
Age or date of birth, weight, & ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown/not provided. Indicated as 2 weeks as of (B)(6) 2022. Therefore, the best estimate date is between (B)(6) 2022. Explant date: not applicable, as lens remains implanted. Email address: email provided is a no reply email address via which information was received. Telephone number: unknown, information not provided. The device is not returning for evaluation as, to date, it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with an intraocular lens (iol) has been experiencing blurry vision in the right eye for 2 weeks. An optical coherence tomography (oct) was performed and patient was diagnosed with cystoid macular edema. Medication was prescribed for the cystoid macular edema. No further information was provided.